Event description:
On (B)(6) 2012, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, an aorti-uni-iliac was performed due to contralateral device occlusion. Another trunk was added inside the ipsilateral limb, and this was extended proximally with two aortic extenders.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.